Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: the reported complaint was unable to be confirmed as no sample was returned and no photos were provided. Testing was not conducted for the investigation. If the product is returned at a later date, the complaint will be reopened for further investigation. No non-conformances were found in the DHR review.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after visual inspection, the cuff was inflated and visually checked for leaks. After insertion, it was noted that the patient's parameters were not good. A new endotracheal tube was used from the same lot. After the failure of 3 cuffs, an 8mm endotracheal tube one size larger was tested. This showed no air leak and was eventually placed on the patient. The patient was intubated several times. There was no report of patient harm/adverse event.